Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. A percutaneous coronary intervention was being performed on a 80% stenosed, moderate to severely calcified and moderately tortuous lesion in the right coronary artery. A 3.0 x 28mm promus premier select stent was implanted. Angiography was performed following implantation and the stent was well positioned and fully apposed to the vessel walls. The patient was treated with aspirin and prasugrel. One hour post-procedure, stent thrombosis was noted.